Event description:
The customer reported that the sensor readings were not accurate. The blood glucose reading was not given. The patient stated that there were discrepancies between the blood glucose level and the sensor's readings. The customer was advised to call for assistance if there are calibration errors. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.